Event description:
Per the clinic, the processor became hot to the touch with device use. There is no allegation of injury to the patient. The device has been removed from service and has been returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4).